Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation at 5 atmospheres for 3 seconds, the balloon ruptured in a pinhole form at near the center of the balloon. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.